Event description:
A doctor alleged that two (2) patients had experienced microleakage and black staining at the margins of crowns after placement with the maxcem elite product. This is the second of two (2) reports.

Manufacturer narrative:
Specific patient information with regard to gender, age, and weight was not provided. The office could not verify the lot number or catalog number of the product which had been used on the patient; therefore, no lot number or catalog number information was identified in this report. The doctor had removed and replaced the patients crown, without further incident. To date, the patient is doing fine. The product involved in the alleged incident was not returned and no lot number or catalog number was provided; therefore, no evaluation can be conducted.